Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading was performed by a medical director at depuy synthes. He stated&#55316;his is a ulna shaft fracture fixed with plate and screw with observed non-union&#56205;

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that after treatment and surgery the patient developed a pseudarthrosis. At an unknown date the patient had to undergo another operation to the radius. The surgeon wants to know if the pseudarthrosis is due to either of the following; plate placement, surgical technique or construct stiffness. There was no report of a surgical delay. This report is for an unknown screw. This report is for 1 of 2 (B)(4).